Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted at the emergency room after receiving several inappropriate shocks. Interrogation of the device showed six ventricular arrythmia episodes due to noise on the ventricular channel. The lead was capped and replaced. The patient was stable following the procedure.